Event description:
It was reported that a portion of the lumbar cage was broken during insertion. The small fragment was removed and the remaining portion of the device left firmly in place. No pt injury was reported as a result of this event. As surgical intervention occurred an MDR is being filed to document this event.